Manufacturer narrative:
It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the codman slim disposable forceps had intermittent power spikes and during use had scorch marks possibly from too high heat transfer. It was reported that it got scorched when the product was used for 2 or 3 hours. Also initial spike was occurred 2 or 3 times. The surgeon commented that a cause of the scorch may be electrical resistance and changing it to silver plating from silver. Additionally, the surgeon advised that coating on the silver is better. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.